Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(4). The device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). A 10/3.00 flextome cutting balloon was selected for use. During introduction, it was noted that the balloon ruptured below nominal pressure. The procedure was completed with a different device. No patient complications were reported.